Event description:
Hill-rom received a report from the account stating the nurse call was not functioning correctly. The bed was located at the account in the maintenance shop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support found the right ucm cable and board. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on ths bed in 2006-2009. It is unknown if the facility performed any other preventative maintenance on this bed. The account will replaced the right ucm cable and board to resolve the issue. Based on this information, no further action is required.